Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the clevis fixture was broken and returned without the back tip of the blade. A functional evaluation found that the device articulated properly and without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Ponce facility, without the broken tip provided for further evaluation of any damage, was unable to reliable determine the most probable root cause of the reported condition. Given all the controls in place, the most probable root cause is not manufacturing or material related. Replication of the reported condition may occur because of the instrument being forced beyond its indicated use due to applying excessive stress over the clevis. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hepatectomy procedure, when the package was opened, the black part at the tip of the retractor came off, and the product was unable to be used. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.